Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The lead conductor was damaged near the clavicle and there were high thresholds reported. Lead was capped and replaced. Should additional information be received, it will be added to this file.